Manufacturer narrative:
Additional information: the device returned with no stent. It was reported that the stent was removed from the patient, but fell off while packaging, but it could not be noticed. Evaluation summary: the stent was not present on the balloon and did not return for analysis. A kink was evident immediately proximal to the luer. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Slight deformation was evident to the distal tip with the tip appearing flared. The guidewire lumen patency could not be verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous and severely calcified lesion located in the distal circumflex (cx) artery exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device was unable to pass through the lesion and subsequently it was noticed that the device had deformed. The procedure was not completed. Patient status post-procedure is alive with no injury. It was reported that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.